Event description:
The customer reported that this system displayed a precharge voltage error message. This error message likely prevented the system from booting up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cap module fuses were cleaned and adjusted, and the battery leads and power cap module cables were tightened and reseated. The system was then found to be operating as intended.